Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the device displayed a failed transmitter error. No additional patient or event information is available. Data was provided. Data review confirmed the reported failed transmitter error. A root cause cannot be determined via data. The device has been received for evaluation. A follow-up report will be submitted upon completion.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the test failed, the transmitter has no voltage. A review of the share log confirmed the reported event of transmitter failed error. The root cause was could not be determined.